Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) amia cassettes had particulate matter (pm) inside the fluid path. The pm was further described as a "black spot¿. This was observed during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6) (previously submitted a ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as (B)(6)). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.